Event description:
The customer reported blurriness in the image during reprocessing involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.